Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the crack on the select key of insulin pump. The customer¿s blood glucose was unknown. Customer stated that no physical damaged to reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.